Event description:
It was reported as a general comment that a cuff miss occurred with a proglide device during a procedure. No additional information was provided.

Manufacturer narrative:
B3: estimated date of event as (B)(6) 2023. D4: the UDI is unknown as the part/lot number was not provided. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.